Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Analysis was unable to perform occlusion test and excessive no delivery tests. The unit passed the basic occlusion test, displacement test, and bolus delivery. No motors error alarms occurred and motor tested ok. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose levels and received motor error alarm. The customer's blood glucose was 298 mg/dl at the time of incident. The insulin pump will be returned for analysis.